Manufacturer narrative:
According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.

Event description:
Cook ireland reported for the customer, "during a lead extraction the patient got a haematothorax (hemothorax) bleeding. Due to the bad condition of the patient he expired. Cook rep attended the case." Rep response: "this complication occurs if you damage a vessel with a tool. It could be possible with a wire, sheath, etc. Or only trough simple traction. All these maneuvers dr (B)(6) did so it's not possible to say what the reason for the bleeding was. The bleeding is a well known complication which the patients accept before. The complete bad situation (pre reanimation) made the operation more difficult than usual. No part of the device remained inside the patient. The patient did require additional procedures due to this occurrence: aspiration drainage. The complainant did report any adverse effects on the patient due to this occurrence: patient expired.